Event description:
As it was reported by an affiliate, the distal tip of a smart control device was found to be cracked prior to be used. After the package of smart control (6.0/100mm 120cm) was opened and the unit was removed from the sterile pouch, a crack was confirmed at the distal tip. The physician did not use the smart control. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital.

Manufacturer narrative:
Device history record: the product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Complaint conclusion: as it was reported the distal tip of a smart control device was found to be cracked prior to use. After the package of smart control was opened and the unit was removed from the sterile pouch, a crack was confirmed at the distal tip. The physician did not use the smart control. There was no patient injury reported. The product was returned for analysis because it was discarded at the hospital. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15585094 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.